Event description:
It was reported that the pump was pushed against a door and the touch screen became shattered and unresponsive. Customer¿s blood glucose was between 70-90 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.